Manufacturer narrative:
There has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21 cfr part 803. The device is available for evaluation, though results are not available as of this report. Evaluation results will be submitted as they become available.

Event description:
It was reported that a doctor had several c-files (exact number unknown) break during use on an unknown number of patients. None of the broken pieces could be retrieved and were incorporated into the filling.

Manufacturer narrative:
Only unused files were returned for investigation. All were evaluated and found to be within specification.